Event description:
It was reported that after less than one hour of intra-aortic balloon(iab) therapy, the customer called from the ICU to report ¿ra¿ fault and no ECG. He has changed patches, and states that he has changed ECG cables without success. The customer has tried semi auto and switched leads. The customer states that the pump also displays ¿rl fault¿ while switching to another lead. Suggested he try doppler gel to new ECG patches and after attempting this there was still no ECG. Another pump is available so he connected the current ECG cable to that pump and received the same result. Then he used the ECG cable from the second pump one the current pump and it displayed an ECG. He is keeping the first cable to report to biomed for service or possible replacement. While troubleshooting the ECG, the customer also mentioned that the fiber optic had never worked since the patient came from the cath lab. When the fiber optic cable is connected, there is no arterial line waveform. They have been successfully transducing the central lumen to the pump. The iab was removed after five days of therapy. There was no reported injury or adverse event to the patient. This report is for the iab. A separate report has been submitted for the cardiosave ECG cable under mfg report number 2249723-2022-03085

Manufacturer narrative:
Updated field(s): describe event or problem , concomitant products, return to manufacture date,device not eval provide code, investigation conclusions code, investigation findings code the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter. A kink was found on the catheter tubing approximately 40.9cm from the iab tip. A second kink was found on the catheter tubing and the inner lumen near the y-fitting approximately 76.2cm from the iab tip. Additionally, the optical fiber was found to be broken 20.1cm from the iab tip. The pressure and extender tubing were also returned. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, the customer called from the ICU to report ¿ra¿ fault and no ECG. He has changed patches, and states that he has changed ECG cables without success. The customer has tried semi auto and switched leads. The customer states that the pump also displays ¿rl fault¿ while switching to another lead. Suggested he try doppler gel to new ECG patches and after attempting this there was still no ECG. Another pump is available so he connected the current ECG cable to that pump and received the same result. Then he used the ECG cable from the second pump one the current pump and it displayed an ECG. He is keeping the first cable to report to biomed for service or possible replacement. While troubleshooting the ECG, the customer also mentioned that the fiber optic had never worked since the patient came from the cath lab. When the fiber optic cable is connected, there is no aline waveform. They have been successfully transducing the central lumen to the pump. There was no reported injury or adverse event to the patient. This report is for the iab. A separate report has been submitted for the cardiosave ECG cable under mfg report number 2249723-2022-03085.